Manufacturer narrative:
Suture breakage malfunction events: 233, suture breakage devices returned: 361, manufacturing deficiency - 0; needle breakage malfunction events: 14, needle breakage devices returned: 35, manufacturing deficiency - 0; needle pull off malfunction events: 195, needle pull off devices returned: 585, manufacturing deficiency - 18. All devices labeled for single use; 0 devices reprocessed and re-used 0 remedial action. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
This report summarizes <noe> 442 </noe> malfunction events, including 424 initial events - 227 suture breakage, 11 needle breakage and 186 needle pull-off that occurred intraoperatively. It also summarizes 18 follow up malfunction events, including 6 suture breakage, 3 needle breakage and 9 needle pull-off that occurred intraoperatively.